Manufacturer narrative:
The reported event of a loose power port assembly was confirmed on the returned controller, con213446. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that device failed visual inspection due to a loose power port 1 (ps1) connector with a displaced o-ring gasket. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. It was reported that the patient's controller had a loose power port. The patient states that the device was not dropped and no excessive force was used when connecting the power sources. The event is not associated with any controller alarms or vad stop events. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient's controller had a loose power port. The patient states that the device was not dropped and no excessive force was used when connecting the power sources. The event is not associated with any controller alarms or vad stop events. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided.